Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the blood pressure was recording the same, 9 times in a row. The device was not in clinical use at the time the reported issue was discovered.